Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The reporter stated that on an unspecified day in (B)(6) 2012 she obtained an alleged inaccurate high blood glucose reading of "180 mg/dl" with the subject meter, prior to going to sleep. The patient stated that her blood glucose generally at that time of day ranges in the "140 to 150 mg/dl" range. The patient is on insulin pump therapy. In response to the high reading, the patient reported taking a correction bolus (does not recall amount) and skipping her bedtime snack. The patient reported approximately 4 hours after obtaining the high reading, her spouse found her unresponsive and was unable to wake her from her sleep. The patient's spouse immediately called emergency services and when they arrived and tested the patient's blood glucose with their device it registered at "35 mg/dl". The patient believes she was treated with IV glucose by the paramedics and regained consciousness after the treatment. The patient claimed she refused to be taken to the hospital for further treatment. At the time of the call, the patient informed the customer care advocate that she no longer had the test strips she had used back in (B)(6) 2012. Replacement products were sent to the patient. This complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.